Event description:
Boston scientific crm received information that the patient with this device received therapy numerous times, however, had not felt anything. Subsequently, the patient was told by their physician that there was a problem with this device and replacement was required. No specific product performance allegation or adverse patient effects were reported.

Manufacturer narrative:
At this time, no additional information is available. If additional information becomes available, this report will be updated.